Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was attributed to the water ingress due to the damage of the connector. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the communication failure to the processor due to the failure of the printed-circuit board by the water ingress.

Event description:
Olympus medical systems corp. (Omsc) was informed that during incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the scope communication error e226 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.